Event description:
It was reported that the pt was implanted a ncb pp plate generic on an unk side on (B)(6) 2014. After one month in situ the plate broke. A revision surgery was planned, at the time of this report the date is unk.

Manufacturer narrative:
The MFR did not receive the devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).